Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. Patient reported that they had a loss of connection for a few hours while they were at work. The patient felt dizzy and went back to their squad car to check their blood sugar. Patient's meter read the patient at 17mg/dl. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/26/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and display device. No additional patient or event information is available.